Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial procedure: decompression spinal surgery at l4-5, bone kyphoplasty at t12 pre-op diagnosis: l5 vertebral fracture and l4-5 lumbar spinal canal stenosis revision procedure : anterior-posterior spinal fusion at th11-l1. It was reported that on unknown date, post-op, the patient developed low back pain and leg pain and became difficult to ambulate. No problem was observed at the treated level of l4-5 on image. Severe spinal cord compression was observed at th11-12 due to disc herniation. The patient underwent revision surgery and as the result, bone union was achieved and the patient remains in a good status.